Event description:
(B)(4). I gave birth to my son in (B)(6) 2014. Prior to me giving birth, I've signed to have my tubes tied at the beginning and when it ran out, I resigned for the 2nd time. Then they told me I'm scheduled the next morning at 8 am but a nurse came in and stated that the dr. Had an emergency and they will do it at 12pm that time came and went so me being a diabetic not having anything to eat or drink due to my procedure I was due to have, they told me the doctor had the nurse to inform me that he's scheduled me to have a procedure called essure to be done cause I wasn't a good candidate for a tubulization. My husband and I was confused as to why and we requested to see and speak to the dr. He told me I was basically overweight to have it done. I was scheduled for the essure and was explained that there will be coils inserted on my fallopian tubes and I would be able to have it done out patient with little to no discomfort, can return to work the next day. Its been a total nightmare, so now I have to wait for the 6 month follow up. I went back in (B)(6) to have the check up done to see if it took and to find out it didn't close correctly and they told me to give it time for it to close correctly but in the meantime I'm having pain, bloating, discomfort in my pelvic area and my sides, being check by dr's and ob/gyn sending me mixed messages that they don't know what's wrong it even trying to tell me it's prehistoric pain. I've had vaginal ultrasound, they claimed showing nothing wrong. I've been dealing with this nightmare now for 2 years and I keep telling them that I didn't start having this until I had this essure implanted and then I guess my conversation to them became foreign language and only to have been told something to the fact that my right tube is not closed and to hear them call another physician in and speak that medical terminology but looking at my results and can someone interpret the findings to me . No the essure didn't cover from my insurance. Results: cervix: normal, parous; uterus: normal; right tube: no fill or spill, possible extravasation; left tube: spill. Other findings: bilateral essure coils visualized in place; images reviewed with dr. (B)(6). Assessment and hysterosalpingography with catheter contrast injection was performed and hysterosalpingography revealed an obstruction in the right fallopian tube and hysterosalpingography revealed no obstruction in the left fallopian tube.